Event description:
During ica access with a severe near-occlusive lesion, a dissection was noticed. It was observed after the arterial sheath was placed in the ica. A second enroute stent (10x40) was placed to cover the dissection.